Manufacturer narrative:
The complaint can be verified. E7001 errors were found in the history. It is not possible to further operate the pump due to a short-circuit of the buzzer. The pump correctly triggered the e7001 error messages. The vibrating and visual alarm functions are not affected.

Event description:
Patient initially reported the infusion device displayed an e7 electronic error. No physiological effects were reported. The infusion device was returned, and a preliminary evaluation found e7001 errors in the history. It was not possible to operate the infusion device due to a short-circuit of the buzzer. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.